Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was suspected of having mycobacteria. It was reported that there were repeated sternal wound infections requiring corrective surgeries. The reported sternal wound infections are unrelated to the heater-cooler unit (B)(4), as the hospital concluded that the infection was soil based and that the patient obtained the infection due to occupational exposure. A sorin group service technician was informed by the hospital that the heater-cooler machine has been scrapped. Due to this fact, an investigation will not be possible. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler machine was suspected of having mycobacteria. It was reported that there were repeated sternal wound infections requiring corrective surgeries. This issue was initially reported under a single medwatch report (manufacturer report number 9611109-2015-00212) because only one machine was implicated and the no serial numbers were provided. Multiple serial numbers have since been provided through follow-up communication with the customer, and so a separate medwatch report is being filed for each machine involved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the heater-cooler machine was suspected of having mycobacteria. It was reported that there were repeated sternal wound infections requiring corrective surgeries.